Event description:
Information received by medtronic indicated customer reported insulin pump was under delivering insulin. Customer reported hyperglycemia. Customer had treated hyperglycemia using manual injection and insulin pump. Customer`s current blood glucose was 218 mg/dl. Troubleshooting was performed. Customer had been using using insulin pump within 48 hours of reported hyperglycemia. Customer reported auto mode feature was inactive during reported hyperglycemia. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.